Event description:
It was reported that company representatives (reps) have dealt with early elective replacement indicator (eri) messages. No patient information or other information was known. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).